Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation if/when the device is explanted. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
In 2002 - patient was implanted with a composix kugel mesh for repair on an incisional rupture following an automobile accident. Patient reports he has reportedly endured long term pain beginning shortly after implant. In 2009 - patient had cat scan performed and obtained results in a doctor's visit. Per the patient, results indicate that another rupture has occurred involving the patch and his kidney. Surgeon has stated that this should be repaired and patient is looking to see if assistance/reimbursement is available, since his medical benefits are limited.